Manufacturer narrative:
Device evaluation: complaint device was not returned therefore a document based review will be performed. Lab evaluation: n/a. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1665338 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1665338. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for (ifu0110-6). Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the needle getting damaged or kinked at some point during set-up or advancing down scope and therefore broke on advancement. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. As per complaint form all parts of the needle could be recovered. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted as a correction report lot # re-confirmed as c1665338 and section d updated to reflect this.

Manufacturer narrative:
510 k # : k160229. Device evaluation: complaint device was not returned therefore a document based review will be performed. Lab evaluation: n/a. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1665338 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1665338. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for (B)(4). Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the needle getting damaged or kinked at some point during set-up or advancing down scope and therefore broke on advancement. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. As per complaint form all parts of the needle could be recovered. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up is being submitted due to the completion of the investigation. Needle broke when used needle retrieved. Patient not injured. Additional information requested to determine when needle broke inside patient how it was removed.

Manufacturer narrative:
510 k # : k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle broke when used needle retrieved. Patient not injured. Additional information requested to determine when needle broke inside patient how it was removed.